Manufacturer narrative:
A review of the software logs found that an error occurred in the ndi spectra library. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Issue resolved at time of call to medtronic technical services. On 06/22/2016 a medtronic representative performed two navigation system check-outs, all areas passed in both tests. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, transsphenoidal, the site's navigation system unexpectedly exited. The site took an intraoperative magnetic resonance imaging (MRI) when in the navigate page. Several minutes later, the surgeon came back to the navigation system and found that the software had unexpectedly exited to the logo screen. In troubleshooting, the medtronic representative performed a soft re-boot of the navigation system , re-entered the software application and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.